Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the patient's outcome could not conclusively be determined. (B)(6) was returned assembled with the pump cable cut approximately 7.5¿ from the pump header. The severed portion of the pump cable and the modular cable were not returned. Approximately 8¿ of the sealed outflow graft was returned, with the bend relief properly connected to the graft hardware. The apical cuff was returned properly engaged with the cuff lock. Examination of the disassembled device revealed no evidence of depositions or thrombus formations that would have contributed to flow or functional issues during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of this document lists multiple adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to right heart failure. An autopsy was performed on (B)(6) 2023 and the pump was explanted.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an intracranial bleed in the left hemisphere, stroke, loss of light reflex, and neurological dysfunction on (B)(6) 2023, 23 days after left ventricular assist device (lvad) implant. The event was diagnosed with a computed topography (CT). At the time of the event, they were on warfarin and aspirin (acetylsalicylic acid). Surgical intervention and drug therapy were performed. On (B)(6) 2023, the patient had right heart failure with central intravenous pressure (cvp) greater than 18 mmhg and peripheral edema. It was considered device related as it was during lvad implantation and right ventricular assist device (rvad) placement. On (B)(6) 2023, the patient had respiratory failure and a tracheostomy was performed. On (B)(6) 2023, the patient had neurological dysfunction in the left hemisphere, with increased ventriculoperitoneal (vp) shunt during ventricular drainage. They were asymptomatic and required surgical intervention. They also had arrythmia on the same day. Their rvad was withdrawn, and a pacemaker was placed due to possible previous bradycardia. The patient passed away in the hospital on (B)(6) 2023 due to ventricular tachycardia or ventricular fibrillation. The death was considered to be due to the patient's deterioration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported events, as well as the patient's outcome, could not conclusively be determined. (B)(6) was returned assembled with the pump cable cut approximately 7.5¿ from the pump header. The severed portion of the pump cable and the modular cable were not returned. Approximately 8¿ of the sealed outflow graft was returned, with the bend relief properly connected to the graft hardware. The apical cuff was returned properly engaged with the cuff lock. Examination of the disassembled device revealed no evidence of depositions or thrombus formations that would have contributed to flow or functional issues during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists right heart failure, cardiac arrhythmia, respiratory failure, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.